Manufacturer narrative:
The device was received, evaluated and retained by this MFR. The engineering evaluation indicated kinks were noted on the shaft as well as under the baloon material. Inflation of the device was unsuccessful due to foreign matter in the catheter shaft as well as inside of the balloon. The leak site of the balloon could not be identified due to the foreign matter. Scratches were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches on the balloon surface. Our follow up also indicated this device was used in an extremely calcified lesion as well as inflated without the benefit of an inflation device. We believe the above factors contributed to this event and do not attribute it to the device.

Event description:
A balloon ruptured on the second inflation at approx eight atmospheres during an iliac angioplasty of an extremely calcified lesion via a kissing balloon technique. A pressure gauge was not used. Results were satisfactory and the procedure was completed sucessfully at that time. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakge is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up also indicated this device was used in an extremely calcified lesion as well as inflated without the benefit of an inflation device. Co believes the above factors contributed to this event and does not attribute it to the device. However, without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is apllied while not exceeding the maximum limits of the product. The minimal dilating force required to dilate should be applied, minimizing risks of balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".